Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 470 mg/dl. Customer advised the insulin pump would do a false threshold suspend on low. Customer¿s mother declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.